Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for single leaflet device attachment (slda), requiring intervention. It was reported that on (B)(6) 2018, the patient underwent a mitraclip procedure, treating grade 4 degenerative mitral regurgitation (mr). Patient anatomy included a restricted posterior leaflet and a rotated heart. Imaging was noted to be difficult due to the patient anatomy; however, there was no difficulty visualizing the grasp. One clip was implanted, and mr was reduced to grade 1-2. On (B)(6) 2018, it was noted that mr increased to grade 4 and the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). No tissue damage was noted. One additional clip was implanted, and mr was reduced to grade 2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The investigation determined a conclusive cause for the reported single leaflet device attachment (slda) cannot be determined; however, the increased mr is likely due to the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.